Event description:
Information was received from a patient who was receiving therapy via an implantable pump for unknown indications for use. It was reported that had an MRI and the personal therapy manager (ptm) was displaying the error code 8476.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.